Event description:
Reporter indicated a vns patient had died. An obituary noted by the manufacturer indicated the patient was buried. Attempts for further information and disposition of the vns device are in progress.

Event description:
All further attempts to the reporter for additional information have been unsuccessful to date. Attempts for the death certificate from vital records were unsuccessful as the manufacturer is ineligible to obtain the information per the state code of regulations. Manufacturer follow up with the funeral home revealed the patient was cremated. The vns device was explanted and discarded prior to the cremation.